Manufacturer narrative:
The reported event was confirmed manufacturing related. Visual evaluation of the returned sample noted one opened (without original packaging), used drainage bag with an inlet tube, sample port connector, temp sensing foley catheter and tes. Visual inspection of the sample noted using the (in-house) syringe the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately leaked out of eyelet. Dissected balloon and checked perforation notch. Perforation notch does not meet visual guide. This does not meet specification per ip7603444, revision 0 which states "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Product labeling was reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated that they had another issue related to a temperature sensing foley, but it was not temperature related. The patient had a 16fr temperature sensing foley placed on the morning of (B)(6) 2025. In the afternoon, it was noticed that the foley was out of patient with the balloon deflated. Upon inspection, it was noted that the saline was leaking out of the tip of the foley when inflated. The customer has the faulty foley. Customer email response received on 23sep2025. It was reported that the foley had been placed several hours before ¿ it was within 4-6 hours after insertion that the foley was found outside of the patient with the balloon down. Patient was chemically paralyzed and not moving. It was reported that there was no patient harm, but the foley did need to be replaced.

Event description:
It was reported that the customer stated that they had another issue related to a temperature sensing foley, but it was not temperature related. The patient had a 16fr temperature sensing foley placed on the morning of (B)(6) 2025. In the afternoon, it was noticed that the foley was out of patient with the balloon deflated. Upon inspection, it was noted that the saline was leaking out of the tip of the foley when inflated. The customer has the faulty foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.